Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The footswitch cable connection and handpiece connection socket contacts were bad. The equipment is out of specification and is not repairable due to spare parts no longer being available. A service report was sent to the customer that describes the equipment as being out of specification and unrepairable. The serial number of the device indicates it is over 18 years old. The likely root cause for the reported failure is fair wear and tear due to age and use. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed .at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review. (B)(4).

Event description:
It was reported by the affiliate that the complaint devices would not coagulate. The affiliate reported that there was no adverse consequences to the patient. The customer does not want to provide additional information about this pc.